Event description:
A report was received that the patient experienced pain at the ipg pocket site. It was determined that the ipg had flipped inside the pocket resulting in the reported pain. The patient underwent an ipg pocket site revision procedure. The event was assessed as device related and not procedure related. The event has not resolved.